Manufacturer narrative:
Product analysis: it was confirmed that the programmer display had unresponsive areas and was misaligned with stylus contact. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had unresponsive areas. The programmer was returned for service. There was no patient involvement.